Manufacturer narrative:
Continued h.6. Health effect- clinical code: e0806, e0819. Continued h.6. Health effect - impact codes: f1901, f1907, f2203, f2303. Article citation: ning, jason. ¿early ciliovitreal block following ab externo xen gel implantation.¿ case reports in ophthalmological medicine, vol. 2023, pp. 1¿7. Https://doi.org/10.1155/2023/9775780. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of shallow anterior chamber, malignant glaucoma, glaucoma progression, and device migration are a known potential adverse event addressed in the product labeling.

Event description:
Via the article, "early ciliovitreal block following ab externo xen gel implantation", case reports in ophthalmological medicine, vol. 2023, article ID: 9775780, 7 pages, 2023; reported a case patient underwent xen®45 gts ab-externo implantation in the left eye. Pod7, patient presented with severe ocular pain, decrease in bcva from 20/25 to light perception (lp), avascular bleb, hyperemia, subconjunctival hemorrhage, shallow anterior chamber with anterior displacement of iris-lens diaphragm, iop of 65 mmhg. Patient was diagnosed with ciliovitreal block and started on acetazolamide, isoorbide, betimol, and cyclopentolate. Immediate surgical treatment of nd-yag laser posterior capsulotomy and anterior hyaloidotomy was performed, but the ac did not deepen. Additionally, pars plana core vitrectomy, anterior and posterior synechialysis, and ac reformation were performed. The following day, bcva remained at lp, iop was 25 mmhg, hyperemia remained with mild chemosis, the ac appeared more formed, and patient developed dense corneal edema with haze, pigment on endothelium, and vitreous hemorrhage. Five (5) days later, iop was 15 mmhg, corneal edema and pigment worsened. Shallow ac and iris-lens displacement had resolved, and ciprofloxacin was discontinued. By pod90, bcva decreased to hand motion (hm), corneal edema improved, medications were reduced, and the stent was positioned close to but not in contact with the corneal endothelium. During the following months, corneal edema worsened to corneal decompensation and prednisolone was provided. At last follow up visit, iop had increased to 32 mmhg and focus of treatment shifted to managing os for comfort and preserving vision in fellow eye. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Via the article, "early ciliovitreal block following ab externo xen gel implantation", case reports in ophthalmological medicine, vol. 2023, article ID 9775780, 7 pages, 2023; reported a case patient underwent xen®45 gts ab-externo implantation in the left eye. Pod7, patient presented with severe ocular pain, decrease in bcva from 20/25 to light perception (lp), avascular bleb, hyperemia, subconjunctival hemorrhage, shallow anterior chamber with anterior displacement of iris-lens diaphragm, iop of 65 mmhg. Patient was diagnosed with ciliovitreal block and started on acetazolamide, isoorbide, betimol, and cyclopentolate. Immediate surgical treatment of nd-yag laser posterior capsulotomy and anterior hyaloidotomy was performed, but the ac did not deepen. Additionally, pars plana core vitrectomy, anterior and posterior synechialysis, and ac reformation were performed. The following day, bcva remained at lp, iop was 25 mmhg, hyperemia remained with mild chemosis, the ac appeared more formed, and patient developed dense corneal edema with haze, pigment on endothelium, and vitreous hemorrhage. Five (5) days later, iop was 15 mmhg, corneal edema and pigment worsened. Shallow ac and iris-lens displacement had resolved, and ciprofloxacin was discontinued. By pod90, bcva decreased to hand motion (hm), corneal edema improved, medications were reduced, and the stent was positioned close to but not in contact with the corneal endothelium. During the following months, corneal edema worsened to corneal decompensation and prednisolone was provided. At last follow up visit, iop had increased to 32 mmhg and focus of treatment shifted to managing os for comfort and preserving vision in fellow eye. Device remains implanted.